Event description:
It was reported by service report that the head end jack was drifting and the brakes were not working. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Brake cam.